Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was received for evaluation and a visual inspection was performed and it was observed all the components are assembled properly and the reported event of kink tube was not confirmed. No failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode. The reported failure mode and the kink tube condition was not identified as a failure mode on extrusion or any part of the assembly operations or packaging. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, physical damage occurred as the weight of the ventilator circuit caused the endotracheal tube to kink twice. It was reported that this occurred during a procedure. There was no patient injury reported.